Manufacturer narrative:
(B)(4). The evaluation of this device has begun; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination was performed. Device evaluation confirmed the reported condition of missing film wrap. The root cause was determined to be a manufacturing defect. This device is a single use device and was discarded. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up report will be submitted if additional information becomes available.

Event description:
During the evaluation of this sample/device, baxter manufacturing discovered a missing film wrap which represents a potential breach in the sterile fluid pathway. This was not reported by the customer; rather discovered during service/testing. No patient involvement. No additional information is available.